Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medtronic indicated that the patient was bleeding from the groin incision site post cryoablation procedure on (B)(6) 2013; subject experienced frank red blood from groin upon ambulation. Pressure was applied and patient was placed on bed rest until the next morning. No other action taken and this led to prolongation of hospitalization; resolved on (B)(6) 2013. Patient also had a right groin hematoma on (B)(6) 2013. No actions were taken to treat the hematoma and it resolved on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.